Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced both hyperglycemia and a subsequent severe hypoglycemic event while using the ilet system after announcing ¿ghost carbs¿ to address high glucose, with reports of a highest reading in the 300s and a lowest reading indicated as ¿low,¿ and the ilet alerted to out-of-range glucose. Symptoms included shakiness, dizziness, and excessive thirst. Outcomes included non-medical assistance from a bystander, no emergency services, no glucagon, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.